Event description:
The clinician reported that on the day of attempted placement in ada site 19 in the mouth, the implant did not achieve primary stability due to soft (type IV) bone. Another implant was not successfully placed in this site on the same day. Clinician noted the implant's mobility and the site was grafted. Moreover, the patient presented insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that on the day of attempted placement in ada site 19 in the mouth, the implant did not achieve primary stability due to soft (type IV) bone. Another implant was not successfully placed in this site on the same day. Clinician noted the implant's mobility and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.